Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the virtual kit configuration was set properly and noticed hardware failure. A technical support specialist requested customer to pull both components and asked to try unload medications to resolve the issue. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported when using the bd pyxis medstation es system inbuilt stroke hypertension virtual kit prevented user from removing the required medication. There were no adverse events or injuries reported based on this event.